Event description:
Boston scientific received information that this patient was presented to the hospital due to multiple shocks. Upon interrogation of the device there was clear evidence of noise and oversensing on the right ventricular lead, thus the tachycardia mode was quickly switched to off. Further interrogation revealed multiple ventricular tachycardia and ventricular fibrillation events. Some episodes showed diverted shock therapy while some went on to have anti-tachycardia pacing delivered. In addition, some shock therapy was also delivered during this period. In addition, it was noted that the pacing impedances on this right ventricular lead were high and out of range and the r wave had decreased. A revision took place to surgically abandon the pace/sense portion of this right ventricular lead and place a new pace/sense portion. However when performing a fluoroscopy a fracture was noted at the site of the suture sleeve. The lead and device were disconnected and attempted to be removed from the heart. A stylet was inserted and passed effortlessly at the site of the fracture. Then a fixation tool was used to retract the helix of this right ventricular lead but failed. Additional tugging on the lead would not free the lead from the myocardium, thus the lead was cut below the fracture site, and surgically abandoned. The new lead was placed to avoid any contact with the old lead's distal coil. However, both proximal coils are close to each other in view of restricted access at the svc junction.

Manufacturer narrative:
The lead portion will be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed, analysis confirmed the rs coil was fractured at distal end of the suture sleeve tie down. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.